Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the pain had increased in intensity. The pump was used to deliver lioresal.

Event description:
It was reported that the pt experienced a loss of pain relief prior to the pt's death, secondary to metastatic breast cancer. The pt reported pain (ten on scale from one to ten, ten representing the worst pain). During catheter revision surgery, there was precipitation of medication and hemosiderin seen at the tip of the catheter. There was also a possible tear in the catheter. The catheter was replaced on (B)(6) 2010. It was noted on (B)(6) 2010, that the pt had resolved without sequelae from this event. It was stated that the pt's pump contained the following medications: compounded baclofen at a concentration of 300.0 mcg/ml and a dosage of 243.66 mcg/day; dilaudid at a concentration of 8.0 mg/ml and a dosage of 6.4975 mg/day; bupivacaine at a concentration of 40.0 mg/ml and a dosage of 32.488 mg/day; clonidine at a concentration of 250.0 mcg/ml and a dosage of 203.05 mcg/day; and droperidol at a concentration of 250.0 mcg/ml and a dosage of 203.05 mcg/day. No further details were provided at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).